Event description:
In 2001 patient underwent placement of model aa-4203vf intra-ocular lens in patient's right eye and the capsule ruptured during insertion of the lens. The surgeon performed a vitrectomy and replaced the lens with a three-piece lens.